Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one-week after the implant of an right ventricular (rv) lead, the rv lead exhibited high threshold and loss of capture. A chest x-ray was performed, which showed a cardiac perforation. The lead will be revised. No further patient complications have been reported as a result of this event.